Event description:
Hamilton medical ag received the following event description: quotation from the reporter" patient was auto-triggering" patient was bagged when ventilator was exchanged. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) investigation ongoing.